Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device fired two staples at the same time. There was no pt consequence. Addl info received on 6/30/97. It was clarified that the staples did not fall into the pt. It was also clarified that the device jammed after the double feed.